Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 26nov2018. The service technician replaced the touch screen to address the touch screen calibration issue. The touch screen was not returned to the factory for further investigation; if the part is received at a later time another investigation will be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit required calibration. There was no patient involvement. The event date was not specified; estimate used.